Manufacturer narrative:
Additional information added to b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 126 ohms. It was suspected this was caused by calcification. Technical services (ts) reviewed device data and determined the shock impedance has been around 125 ohms since implant. Ts recommended reprogramming the impedance limit. Also, the health care professional (hcp) questions why the impedance alert was not received when expected. Ts determined device settings were not programmed to send an alert outside of business hours. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead exhibited a high out of range shock impedance increase to 130 ohms.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 126 ohms. It was suspected this was caused by calcification. Technical services (ts) reviewed device data and determined the shock impedance has been around 125 ohms since implant. Ts recommended reprogramming the impedance limit. Also, the health care professional (hcp) questions why the impedance alert was not received when expected. Ts determined device settings were not programmed to send an alert outside of business hours. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
D6a updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 126 ohms. It was suspected this was caused by calcification. Technical services (ts) reviewed device data and determined the shock impedance has been around 125 ohms since implant. Ts recommended reprogramming the impedance limit. Also, the health care professional (hcp) questions why the impedance alert was not received when expected. Ts determined device settings were not programmed to send an alert outside of business hours. This rv lead remains in service. No adverse patient effects were reported.